Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. App was update but 'end of life' message was displayed however, surgical intervention may take place later.

Manufacturer narrative:
Corrected data: describe event or problem: the corrected is mentioned in the additional report.. Evaluation codes: the evaluation codes were inadvertently reported incorrectly in the initial report. The correct codes are added to this report. Th fsca eri number and verbiage was inadvertently included in the initial report.

Event description:
It was reported that the programmer displayed ¿low battery message¿. The patient has therapy. Reportedly, at programming the software was updated and programmer displayed ¿end of life message. As such, surgical intervention is pending to address the issue.